Event description:
It was reported that the patient presented feeling poorly. The pulse generator was in backup vvi mode and could not be restored. A surface ECG revealed intermittent capture and loss of sensing. The pacing rate of the device varied between 33-67 ppm. The device was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.